Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited noise oversensing and also far p wave oversensing. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2025.